Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms were noted during testing. During visual inspection no moisture damage was noted on the electronic or motor assemblies. The following cosmetic damage was noted on the device: missing end cap sticker, cracked case at the display window corner, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
Customer reported via phone, the insulin pump had alarmed button errors. Customer's blood glucose was 135 mg/dl. The alarm did not occur after the device was exposed to moisture. The buttons weren't pressed for three minutes or longer. Customer stated after a bit she was able to clear the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.